Manufacturer narrative:
The pca module was not returned for investigation. The pca and pc unit event logs were received for review. The reported over-infusion of the drug meperidine was confirmed, and determined to be the result of a programming error by the user. The reported dose was to infuse 10mg/ml from a 50ml syringe. The user used the custom concentration entry and entered the concentration as 10mg/50ml. The user then entered the continuous dose as 20mg/hr. The programming error occurred when the user entered the dose as 20mg/hr instead of the reported 10mg/hr. This resulted in the device infusing twice as fast as expected which resulted in the reported over-infusion. A review of the device history record found no service repair activity or complaints opened prior to this reported event. Pharmacy consulted with options for concentration limits and has elected to eliminate custom concentration option.

Event description:
Customer reported an event with pca that occurred on the pst partum unit. Meperidine was being used in a 50ml syringe to deliver 10mg/ml. It delivered 26ml more in less than 10 minutes. The reporter thinks the programming was wrong. Clinical contact indicated the pca meperidine was started at 13:58 and at 16:00 the nurse was at the bedside and noted the etco2 monitor alarmed twice and the pt. Was in respiratory arrest. Narcan .4mg was given and the pt responded without further problems. The nurse noted the device had delivered 26ml in a short time. She reported 260mg delivered in 2 hour period. The programmed information was: pca 10mg/ml meperidine 50 ml syringe. Basal rate: 20mg/hr. Pca dose: 10mg/1ml. Lock out: 30 minutes. Max rate was 160mg. Clinical contact stated the new pca orders were confusing. She noted pc unit read 0.2mg/ml when she looked at the programming although requested, no additional information was available. The pca module and pc unit event logs were sent to the manufacturer.